Event description:
Surgeon reported that a patient being treated for spinal stenosis had a cslp plate implanted in 2005. Three months later, it was confirmed by x-ray to be broken. Surgeon is currently not planning to explant the plate.